Manufacturer narrative:
Patient information was unavailable from the site. The unique identifier was not available at the time of reporting. Report source foreign country: (B)(6). No parts have been received by the manufacturer for evaluation. The manufacture date was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a sacroiliac and thoracolumbar procedure. It was reported that the thoracic probe could not be set to navlock. There was no delay to the procedure. No impact on patient outcome.

Manufacturer narrative:
The probe was returned to the manufacture for evaluation. After functional testing and visual/physical examination, the reported issue was confirmed. The returned probe had impact marks at the back end causing the reported fit issues with any mating tracker. If information is provided in the future, a supplemental report will be issued.